Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified could not be identified for the foreign material found on the distal end. Due to corrosion on the plug unit, e216(scope communication err) occurred and due to damage on circuit board unit, a noise image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the bronchovideoscope exhibited foreign material at the distal end, error 216 and due to damage on the circuit board, a noisy image occurred during angulation in the up/down direction. There was no patient involvement.